Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, after advancing the dilator and steerable guide catheter (sgc) assembly into the left atrium, retraction of dilator into sgc was attempted. In this process, three-way stopcock disassembled form the dilator flushport. Troubleshooting (including aspiration) was performed, and an air embolism was observed in the left atrium. Electrocardiogram (ECG) showed abnormalities and the patient became hypotensive. Another stopcock was able to connect without issue; however, the procedure was terminated due to patient condition. There was no clinically significant delay. The patient had stabilized with no adverse patient sequela following. No clip device was used. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, and without the device to analyze, the cause of the reported loose or intermittent connection associated with the stopcock unable to remain securely tightened onto the flush port luer, resulting in a leak, air embolism, hypotension and arrhythmia could not be determined. Hypotension, air embolism and arrhythmia are known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 1562: material separation. Codes added: medical device problem code: 1371: loose or intermittent connection.